Event description:
It was initially reported by the physician that he has seen the patient only twice and he observed high lead impedance on diagnostics test during the second visit. No diagnostics test was performed on the first visit and patient was being worked up for an MRI. Patient's device has been turned off and patient will likely have it explanted since it has not helped him with his seizures. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.